Manufacturer narrative:
(B)(4) 2017 11:36 am (gmt-4:00) added by (B)(6) ((B)(6)):the initial reporter named in block is a getinge employee who has different contact details from that of the event site, and has the following contact information: telephone number : (B)(4) email address : (B)(4).

Event description:
Service territory manager reported that while performing solenoid driver field safety action found unit fails battery runtime test. Notified customer who will have their biomed replace batteries. No patient involvement and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Service territory manager performed solenoid driver board field safety corrective action as per service bulletin and replaced the solenoid driver board. Completed a full calibration and functional test in accordance with the system¿s respective service manual, section 4 ¿calibration procedure¿. Unit passed all calibration, functional and safety tests performed except for "battery run time test¿. Customer biomed replaced the batteries.

Event description:
Service territory manager reported that while performing solenoid driver field service action found unit fails battery runtime test at 60 minutes. Notified customer who will have their biomed replace batteries. No patient involvement and no adverse event reported.